Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation as well as the results of the investigation. The front panel lightning issue was found to be due to a system failure. The light-emitting diode (led) on the control panel does not light up due to a short circuit in the front panel. The front led light was defective and lit up red permanently. The video connector socket and light connector socket were worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to a short-circuit of the front panel unit. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The video system center was returned as part of the asset return process. During routine inspection of the device by olympus, failure of the front panel of the unit was detected, and rear connector had poor appearance. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.